Event description:
During procedure performed (B)(6) 2013, the set screw which tightens the crosslink to the rod fractured and broke into two (2) pieces. The tip portion of the set screw fell into the patient's wound and was retrieved by the doctor.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.